Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The damaged display was identified during visual inspection. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged display. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.